Manufacturer narrative:
Device has not been returned. The impella cp optical pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If the device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) old white male patient had impella cp optical pump inserted in the left femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had limb ischemia despite fem and the pump was explanted. Another pump was inserted in the right axillary.